Manufacturer narrative:
The device was not returned to edwards for evaluation. The complaint condition was unable to be confirmed. A definitive root cause cannot be determined at this time. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that during preparation of the device, a leak was noted from the balloon of the device.

Manufacturer narrative:
The balloon was leaking during testing was actually confirmed to be an inflation difficulty due to a pin hole leakage at the bifurcation section of the device. As received, the 15mm balloon (blue valve) was unable to be inflated due to a pin hole leakage at the bifurcation section of the device. The 9mm balloon (white valve) inflated clear, concentric, and remained inflated for 5 min without leakage. No other visual damage, contamination, or other abnormalities were found on product. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. A manufacturing defect was not identified. A definitive root cause could not be determined. This product is 100% leak tested prior to release. The complaint trend was assessed and it was found to be in control. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.